Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a concern this pacemaker was exhibiting premature battery depletion. Data analysis found the device had high atrial sensing at an average rate of 310 beats per minute (bpm). Technical services (ts) discussed considering methods to reduce the atrial fibrillation (af) and potential reprogramming options. No adverse patient effects were reported.